Event description:
Related manufacturer report number: 2916596-2021-07762. It was reported log files were submitted after a controller fault alarm. During log file analysis by technical services, it was noted there were 2 no external power events on (B)(6) 2021, while the device was connected to the mobile power unit (mpu). The external backup battery engaged during this event and there was no interruption in pump support. On (B)(6) 2021, there was a similar no external power event while connected to the mpu. The patient switched to battery power and the alarm resolved. On (B)(6) 2021 at 8:14 am, the patient attempted to switch back to their mpu and the system controller experienced an internal fault alarm. The patient then went back to battery power, but the alarm persisted. The pump maintained it's set speed until the driveline was disconnected from the controller on (B)(6) 2021 at 9:04 am. It was recommended to discontinue use of the mpu and system controller.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault alarm and no external power alarm were confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6).the submitted log file and the log file downloaded from the returned controller contained approximately 15 hours of data combined (B)(6) 2021 at 19:19:50 ¿ (B)(6) 2021 at 10:26:11 per the timestamp). A controller fault alarm associated with a boost over voltage fault activated on (B)(6) 2021 at 8:14:10 while connected to the mpu; the alarm resolved when the controller was turned off at 9:05:12. While the controller fault alarm was active, no external power alarms also activated on (B)(6) 2021 at 8:14:41, 8:15:11 and 8:16:52 due to both power cables being disconnected at the same time; the no external power alarms resolved when power was restored each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The driveline was disconnected on (B)(6) 2021 at 9:04:06 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the controller fault alarm could not be conclusively determined through this analysis. The root cause of the no external power alarm was determined to be a user error in which both system controller power cables were disconnected. During the investigation there was an incidental finding of cuts on the black power cable jacket at approximate 3 inches from the connector; the cable shielding was exposed from the cuts. As well as cuts on the protective layer underneath the black power cable jacket. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.